Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported driveline infection, as well as a direct correlation to the heartmate 3 lvas, serial number (B)(4), could not conclusively be determined from this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). No product is available for investigation. The heartmate 3 lvas IFU lists localized, driveline, pump pocket or pseudo pocket infection, and renal dysfunction as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Care instructions regarding preventing infection are also provided in the patient care and management section of this IFU and in various sections of the patient handbook. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing and quality assurance specifications. The pump was shipped on 14mar2019 under order 8016766285. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was seen in the clinic for drainage at the driveline. The driveline culture was (B)(6) for (B)(6). The patient had a computer tomography (CT) scan which showed fat stranding and was seen by infectious disease. The patient was treated with an oral keflex which is likely to be long term. The patient is stable.